Event description:
Procedure performed: laparoscopic left radical nephrectomy with partial ureterectomy (complicated procedure due to prior abdominal surgery) and left retroperitoneal lymph node dissection and lysis of intra-abdominal intestinal adhesions. Bleeding was recognized intraop after stapling, large clips were applied to the renal artery stump for failure of staple to close artery. FDA safety report ID# (B)(4).